Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified issues are most likely attributable to the use of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope, 10 mm, 30°, hd, quick lock, autoclavable shows damage. The event occurred during reprocessing for a therapeutic procedure. The procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additionally, the objective lens was scratched, and the image was shadowy. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.